Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient no longer has access to sound with the device. As per the patient's parents, a small shock to the head, located above the implant site, was observed. The external components were checked and found to be functioning correctly. In-situ measurements revealed all electrode channels with status hi. A CT scan is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
It was reported that the patient no longer has access to sound with the device. As per the patient's parents, patient had a small bump to the head, above the implant site. The external components were checked and found to be functioning correctly. The patient was re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. A date for explantation surgery has not been fixed yet.

Event description:
It was reported that the patient no longer has access to sound with the device. As per the patient's parents, a small shock to the head, located above the implant site, was observed. The external components were checked and found to be functioning correctly. In-situ measurements revealed all electrode channels with status hi. A CT scan is being considered.